Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to lab comparison tests. In fasting state, he took his meter to lab and within 10 minutes, had finger pricked for capillary test and venous draw for lab. Meter read 151 mg/dl, and lab result was 205 mg/dl. He did not have any symptoms. Control testing was not done due to lack of supplies. On follow-up, he stated no problem getting sample and confirmation dot was blue. Diabetic educator checked strips w/control solution and "they were okay." Lifescan representative reviewed coding, control solution use, cleaning and samples.